Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 24, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to no benefit from the device use. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 29, 2021.